Manufacturer narrative:
H6: investigation summary: it was reported the plunger was damaged. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with no packaging blister and damage to the plunger rod thumb press. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 2179961. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and flow of the product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter: damage to the lower support of the plunger. Desec syringe 50cc c.luer-lock 309653 bd.